Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient presented in the emergency room with palpitations and chest pain. It was determined the implantable cardiac monitor detected tachycardia due to intermittent t-wave over-sensing. Additionally, a pause episode displayed under sensing and noise. The device remains in use and no patient complications have been reported as a result of this event.